Event description:
The user facility reported that the pt, hospitalized for necrotizing pancreatitis, was receiving a blood transfusion during dialysis. He was in the acute dialysis unit and the nurse had been sitting outside the room. The pt was being monitored frequently. Dialysis had been initiated at 3:55 pm and the transfusion was set up at 4:12 pm. The pt's son visited at 4:30 pm, then left. At 4:35 pm, the nurse went to check the pt's vitals. The nurse discovered the arterial bloodline had disconnected from the pt's dialysis catheter and there was a large amount of clotted blood in the bed. A clamp had not been used with the bloodline. The pt did not respond to resuscitation efforts and expired; he was pronounced at 4:51 pm. According to the unit director, the pt had lost about a liter of blood and the machine was not alarming. The entire arterial line was filled with air. The unit director said she tested the male luer of the bloodline after the event and it worked fine. It is unk whether there was an issue with the catheter, as it was disposed during the autopsy. The cause for the event could not be determined by the hospital but reportedly, the pt suffered from confusion and it is wondered if he may have disconnected the line himself. (B)(4).

Manufacturer narrative:
A plant investigation is still ongoing and a supplemental report will be submitted upon completion. The event reportedly occurred at the renal unit of (B)(6).